Manufacturer narrative:
The investigation is still in progress. Therefore, a conclusion has yet to be established. A supplemental report will be submitted, accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis. And if action is required, appropriate investigation will be performed.

Event description:
It was reported, a patient with a 21mm 3000tfx pericardial aortic valve was placed under consideration for valve-in-valve intervention. After an implant duration of nine (9) years, four (4) months, due to unknown reasons.

Manufacturer narrative:
The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. Based on the information available, a definitive root cause cannot be conclusively determined.